Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) malfunctioned. Display on unit was showing a black screen. There was no patient involvement reported.